Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high sensor scan of 17 mmol/l and based on the sensor result, the customer self-treated with 10 units of insulin. Consequently, the customer experienced dizziness and sweating, therefore, the ambulance was called. A built-in meter. The customer was provided 2 ¿15 grams of dex4 glucogel tablets¿ for treatment and then the customer was transported to the hospital. At the hospital, the customer was provided additional treatment of 8 glasses of orange juice, 1 glass of canada dry, and 50% dextrose via IV twice. A post-treatment glucose result of 2.2 mmol/l was obtained on the hcp meter at 2:30 am and upon release from the hospital at 6:15 am, the customer¿s glucose was 6.8mmol/l. No further information was provided. There was no report of death or permanent injury associated with this event.